Event description:
It was reported during follow-up, oversensing was identified on the pace sense portion of the lead; there was one episode with noise on electrogram and impedance was high (1100-1500 ohms but stable since implant, as 6944 impedance is not unusual). However, there was good pacing thresholds. The device had been implanted for approximately eight years and five months at time of event. The physician concluded that noisy electrogram was enough evidence to schedule a lead revision procedure. During the revision procedure, the lead's performance measured appropriate through the pacing system analyzer. Therefore, the lead was not excised; however a competitor's high pacing lead was implanted consequently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.